Manufacturer narrative:
H.6. Investigation: seven photos were received by our quality team for evaluation. From the returned photos, it was observed that there were only forty-nine blister packaging units inside the shelf carton. Therefore, the investigation was able to confirm what the customer experienced. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. This defect likely occurred if the package insert jammed causing this defect. Communication with the production technicians on this non-conformance will occur.

Event description:
It was reported that prior to use a unit was found outside of the shelf pack thus affecting sterility with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: in a shelf carton of insyte vialon (388412), there should be 50 but there were only 49, and 1 was found outside the shelf carton.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use a unit was found outside of the shelf pack thus affecting sterility with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: in a shelf carton of insyte vialon (388412), there should be 50 but there were only 49, and 1 was found outside the shelf carton.